Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) visited onsite and confirmed that the main issue for system not booting up was the flex vision pc. The defective flex vision pc was replaced by fse and returned to philips for further analysis. The analysis confirmed that the power supply unit had no power and the failed component was power supply. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation outcome.

Event description:
It was reported to philips that the system stopped booting on 00:00, preventing a full system boot. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.